Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Part was received in good condition. The insertion tool mating area exhibits damage consistent with field usage - the thread and the mating slot areas are damaged making accurate measurements of these features not possible. The anodize surface has been removed in a pattern that is consistent with abrasion of the blade when inserted into the nail. No other damage is noted. There are two conditions which may cause this type of event; medial migration or femoral head collapse over the blade. In this particular case the prong portion of the lock prong is missing, therefore the blade was able to rotate and translate in the oblique hole of the nail. Allowing the blade the freedom to move freely, it is difficult to predict the outcome one would have on the respective fracture pattern. A report of operation was provided and states: the left hip intertrochanteric fracture that was really at the base of the neck, severely comminuted and displaced and rotated making it difficult to be able to get an anatomic reduction. The x-ray that was provided shows an unidentifiable object in the superior aspect of the junction between the blade and the nail making it difficult to determine if this object prevented the blade from sliding in the nail.

Event description:
Patient was implanted with tfn construct on (B)(6) 2011. The helical blade migrated medially into the pelvis. Patient was returned to the or (B)(6) 2012 for removal of hardware. Surgeon reported that the set screw was still in place. It was reported that the surgeon pulled the blade right out without loosening it. Surgeon removed all hardware and patient was revised to total hip arthroplasty. This is 1 of 2 reports for the same event.